Event description:
It was reported that the customer¿s device would not provide any voice prompts when powered on. The customer advised that when a second attempt to power the device on was made, the voice prompts were audible. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the on/off lid latch's rubber cushion had detached from the latch. Without the rubber cushion, the latch could not activate the on/off switch. The customer received a replacement device under warranty.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide any voice prompts when powered on. The customer advised that when a second attempt to power the device on was made, the voice prompts were audible. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.